Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer PICC line leak requiring intervention by the vascular team. The device is perforated a few centimeters above the purple butterfly under the patient's dressing. Two courses of chemotherapy were carried out on this PICC line: a complete cure on (B)(6) 2023 and an interrupted cure due to the leak on (B)(6) 2023. The PICC line was not used to administer treatments other than chemotherapy (paclitaxel). Unable to use PICC line, chemotherapy not carried out. Treatment postponed for one week. Paclitaxel leaking onto patient's skin and risk of exposure of caregivers to chemotherapy product. Removal of and replacement with another PICC line.

Event description:
It was reported by customer PICC line leak requiring intervention by the vascular team. The device is perforated a few centimeters above the purple butterfly under the patient's dressing. Two courses of chemotherapy were carried out on this PICC line: a complete cure on (B)(6) 2023 and an interrupted cure due to the leak on (B)(6) 2023. The PICC line was not used to administer treatments other than chemotherapy (paclitaxel). Unable to use PICC line, chemotherapy not carried out. Treatment postponed for one week. Paclitaxel leaking onto patient's skin and risk of exposure of caregivers to chemotherapy product. Removal of and replacement with another PICC line

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 2cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.